Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Follow up identified the patient had her lead replaced with a new lead. Additionally, impedances were normal during intra-operative testing.

Event description:
It was reported during a meeting with the patient all of her scs system's programs were auto-reducing. A system diagnostics revealed multiple lead contacts with invalid impedances. Surgical intervention is planned for a later date to address the issue.